Manufacturer narrative:
Section d4, h4: additional information. Investigation conclusion: the evaluation (B)(4) confirmed wire damage that would have contributed to the reported pump stoppages captured in the submitted log file. The submitted log files captured multiple pump stoppages while the patient was using the power module, mpu, and batteries on (B)(6) 2019 through (B)(6) 2019. The pump was returned assembled. The inlet elbow was returned detached from the pump¿s inlet port. The sealed inflow conduit flex section was severed medially, with its proximal portion returned attached to the inlet tube and its distal portion returned attached to the inlet elbow. The outlet elbow was returned detached from the pump¿s outlet port. The outflow graft attachment and bend relief collar were returned detached from the device and separate from each other. The apical sewing ring, sealed outflow graft, and sealed outflow graft bend relief were not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 1¿ from the pump housing. A distal segment adjacent to the metal connector measuring approximately 29¿ was also returned. The silicone jacket of the driveline was severed down its length but still attached via the metal connector bend relief. The pins of the metal connector appeared free from deformation. Continuity testing was performed on all returned segments of the driveline and all wires were found to be electrically intact. The clear bionate layer appeared unremarkable. The metal braided shield displayed areas of wear approximately 23¿-29¿ from the metal connector. Visual examination of the driveline revealed breaches on the brown wire approximately 28¿ from the metal connector, on the orange wire approximately 28.25¿ from the metal connector and on the yellow and green wires approximately 28.5¿ from the metal connector. The observed damage appeared to be the result of repetitive flexing and abrasion against the metal braided shield. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of compromised wire insulation. If the exposed conductors on any of the compromised wires contacted the metal braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the pump stoppages confirmed in the submitted log files. If the exposed conductors of any of the wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting electrical short would have caused the pump stoppages while the system was operating on battery power, as captured in the submitted log files. The heartmate ii lvas IFU contains a section ¿caring for the driveline¿. Section 6 ¿patient care and management¿ outlines indications of driveline wire damage as well as how to respond to such events (under ¿pump performance monitoring¿). However, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline silicon sleeve tape repairs were reported under medwatch MFR report # 2916596-2019-01622, 2916596-2019-01625, and 2916596-2019-01628. Approximate age of device ¿ 3 years and 5 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital due to several pump stoppages. The patient then had cardiac arrest and was intubated. X-rays and physical examination of driveline showed no broken wire. The driveline silicon cover was opened and sticky liquid was observed inside. It was reported that a tear in the driveline silicon sleeve had been taped with silicon tape on three occasions in the past. Log file analysis by the manufacturer¿s technical services found pump stoppages while on the mobile power unit, the power module and also while on batteries. Submitted x-ray images were unremarkable. The pump stoppages re-occurred causing cardiac arrest. An internal issue with the driveline was suspected. The patient was listed for urgent transplant. It was reported that a transplant will be performed if a donor heart is available, or the pump will be exchanged if a pump is purchased. The patient is currently stable. The pump stoppages continue to occur. No further information was provided. A final report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Additional information: no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the pump was exchanged on 10apr2019. No additional information was provided.